Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead noted that their device had migrated in their pocket due to the patient losing excessive weight. A revision procedure was subsequently performed with the intention of placing the device sub-muscular. Additional information was provided that the patient's system was revised due to infection. This lead was surgically cut and abandoned, and the patient will be scheduled for lead extraction on the future. There were no additional adverse effects reported.